Event description:
During a pci procedure involving a 99% stenotic lesion in the left circumflex coronary artery, the maverick2 monorail balloon ruptured at unknown atms (below rated burst). The number of inflations is unknown. No resistance was encountered during advancement. No patient injury or complications were reported.